Event description:
The manufacturer received information alleging a patient experienced pneumonia and was hospitalized for six days while using a dreamstation 2 device. The patient also reports the sunset healthcare solutions disposable ultra fine filters turned black and needed replacement every five days or sooner. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.